Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a blank screen in the emergency room on (B)(6) 2018. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
It was reported that a spectrum pump experienced a blank screen in the emergency room. There was no patient involvement associated with this event. No additional information is available the reporter occupation was unknown. The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. A visual inspection was performed and no abnormalities were found. The reported blank screen could be reproduced during the device evaluation when the device was unable to power on with the customer supplied battery. The device was determined to not meet all product specifications related to the reported event. The reported blank screen was verified. The battery module will be evaluated. Should additional relevant information become available, a supplemental report will be submitted.